Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump turned off during cartridge change. Caller is sure that the pump has not displayed any warning or error related to battery low previously. No adverse event reported. Requested return of the alleged device for evaluation.